Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty withdrawing the balloon was encountered. The physician successfully implanted the taxus express2 8.8% 3.0 mm x 20 mm stent in an unknown artery. Following deflation of the balloon, in spite of having taken the usual precautionary measures, the physician encountered difficulty the balloon from the stent. The balloon was sticking to the stent. In an attempt to release the balloon from the stent, a "micro lesion at this upper level of the left coronary trunk was created." There were no reported pt complications. No additional info is available at the time of this report.

Event description:
No additional info is available despite multiple attempts to obtain the info.